Manufacturer narrative:
The instrument was analyzed by the production department. The soldered joint was found to be broken. The solder exhibit no unusual structural conditions. The device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. Two similar incidents have been filed with products from this batch. Based on the information available as well as a result of the investigation, root cause of the failure is most probably user related. It is liable a mechanical overload situation led to the breakage. Most likely the soldered joint broke caused by high tensile force or twisting the hook during surgery. The current failure rate is not within the risk analysis.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). During second use of reusable electrode, the tip broke. Additional device was available for use to complete procedure. Broken tip was not located. X-ray was completed and did not show a retained piece.